Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that during a thumb ucl procedure, the eyelets of two ar-8978p dx swivelock sl with forked eyelet (3.5 × 8.5 mm) devices would not unthread from 3.5 dx swivelock anchors. It was reported that one ar-8978p device broke intraoperatively in the patient, and another was snapped in half. To complete the case, an additional 3.5 dx swivelock devices were opened. No patient harm was reported. Additional information was received on (B)(6) 2026: it was reported that an ar-8979p dx swivelock (3.5 mm × 13.5 mm) exhibited an eyelet that did not disengage from the inserter; the unit was subsequently removed without breakage inside the patient. An ar-8978p dx swivelock sl with forked eyelet (3.5 mm × 8.5 mm) was used, but broke during use and was removed. A second ar-8978p device of the same lot also broke during the procedure; however, it could not be retrieved and was left in situ. The procedure was ultimately completed using an ar-8979p device. The event resulted in an approximate one-hour procedural delay and an additional hour of anesthesia time. Additional information was received on (B)(6) 2026: it was reported that the ar-8979p dx swivelock (3.5 mm × 13.5 mm) was inserted into the proximal phalanx. Following insertion, the inserter would not disengage from the implant eyelet. During attempts to back out the inserter, a fracture of the proximal phalanx occurred. The event was identified intra-operatively after anchor insertion.